Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and performance tested by a trained f&p technician. Results: visual inspection of the complaint rd900 neopuff infant resuscitator revealed physical damage to the external casing, no damage was observed on the manometer. The manometer and valve system were performance tested and passed the functional tests. The customer reported that the manometer needle 'jumps', however performance testing revealed the manometer to have smooth needle movement. It was also found that the peak inspiratory pressure (pip) knob of the complaint device was found to be faulty. Functional testing of the valve confirmed that the pip knob was not turning smoothly and giving an unstable pressure reading. The pressure valve knobs were disassembled to inspect the internal components and revealed no obstruction or uneven surfaces inside. Conclusion: we are unable to determine the cause of the reported event as our investigation was unable to replicate the reported faulty manometer. Our investigation was unable to determine the exact cause of the observed faulty valve of the rd900 neopuff infant resuscitator. However, it is most likely caused by physical damage due to impact during transportation of the device. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: -dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in connecticut reported that the manometer needle of a rd900 neopuff infant resuscitator was faulty. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
A healthcare facility in connecticut reported that the manometer needle of a rd900 neopuff infant resuscitator was faulty. There was no patient involvement.

Manufacturer narrative:
(B)(4) fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.